Manufacturer narrative:
A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the graft segment was returned. Blue lines and carbon lining were identified on the segment. The segment measured approximately 17.8cm in length. There was no beading removed from this portion and no suture holes observed. The ends of the graft appeared trimmed with one end being flattened. No tears and/or rips were noted on this segment. Dimensional evaluation: the length of the segment was measured to be 17.8cm. The length of the graft was not measured to be within specification. Approximately 52.2cm of the graft was not returned for evaluation as the user cut off the damaged portion of the graft and successfully completed the procedure with the remaining portion of the graft. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the returned segment of graft had no tears, rips, or suture holes that could contribute to a leak at the suture site. It is unknown if procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the during a surgical implantation of a vascular graft to a native vessel, blood was identified leaking from the suture site of the vascular graft. The distal end of the vascular graft was sucessfully removed and resutured to the native vessel without incident. There was no reported patient injury.